Event description:
The manufacturer received information alleging a patient expired while using a bipap a40. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a patient expired while using a bipap a40. The device was returned to the manufacturer's product investigation laboratory for further investigation. Information provided to the manufacturer indicates the patient was found with the mask removed on the date of the reported event and the device did not alarm. It is unknown when the mask was removed from the patient. The device was tested by the manufacturer and found to operate and alarm to design specifications. The allegation of not alarming was unable to be duplicated during testing. Additional review of the patient data was conducted during investigation. Review of the device's settings indicate the apnea and low minute ventilation alarms were not enabled. Product labelling states; "you should not rely on any single alarm to detect a circuit disconnect condition. The low minute ventilation and apnea alarms should be used in conjunction with the circuit disconnect alarm." Product labeling also states; "the device is not a life support device. The device is contraindicated for patients who have the inability to maintain a patent airway or adequately clear secretions."